Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving sufentanil (dose unknown; concentration "it's like 4000" per reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015 the patient reported that the catheter was "in a knot." Per the patient, during implant, the doctor "used too short of a catheter going to my spine, so it didn't quite reach my spine, well some of the medication would get in there but it was creating a knot and it was the medication leaking out from the knot." The patient stated that when he was due for a refill, after hearing the alarm, they would do the refill and he was upset that when they took the old medication out there "is still like 10 ml left." A couple of weeks prior to (B)(6) 2015, the "medication finally broke through the catheter and it burst, but the doctor hasn't gotten back to me so now its leaking." The patient had an appointment with his managing physician tomorrow at 9:45 am. Per the patient, he had an infection that started when "the catheter that was in a knot finally burst." The patient thought the infection was a staph infection. Per the patient, 3 ounces of green liquid came out of the hole in his back (where the catheter went into the spine) last night, but it had been happening since the knot burst a couple weeks ago. The medicine had been building up under the skin. The doctor told him to just keep it wrapped with gauze. The pump was almost empty. He was not having withdrawal symptoms because he had been supplementing with codeine, hydromorphone, intramuscular shots, and fentanyl patches. The patient was planning to follow-up with his physician at his appointment in the morning. The cause of the events, the troubleshooting/diagnostics done and actions/interventions taken to resolve the events were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that that the pump is running at the wrong speed. The patient stated at the refill there are 10 ml more removed than expected. The patient also stated that the current solution the physician had was to have the volume checked 3- 4 days after refill and the programming is adjusted. The patient was afraid they were going to run out of medication before their refill date on (B)(6) 2016. The patient also had a huge bulge at the catheter implant site. Per the patient it leaked and got infected. There was bright red streaks from the pump to the catheter site. The pump site swelled and the patient was very sick. The patient was on two antibiotics for three months until the infections cleared.